Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp)balloon ruptured . There was no patient harm reported. Related to balloon complaint tw(B)(4).

Event description:
N/a.

Manufacturer narrative:
Corrected field - e1(event site name - (B)(6) hospital).. Additional contact information : (B)(6). Fse could not duplicate the failure. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site performed all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.